Manufacturer narrative:
Unit received with failed battery test and had high active current, problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had issue with battery as it shows insert battery while battery was inside the insulin pump. Customer's blood glucose level was 200 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.